Event description:
The pt had been feeling ill the evening of 2/6. He awoke vomiting on 2/7. His fasting 7/a blood glucose result on his meter was 83 mg/dl. Because he was feeling ill, he went to the hosp where at 1/p, a laboratory blood glucose result of 608 mg/dl was obtained. The pt was admitted with a diagnosis of diabetic ketoacidosis and treated with IV insulin drop. A meter to meter comparison was performed on 2/8 with results of 83 mg/dl on the meter and 330 mg/dl on the hosp's meter. The pt was scheduled for discharge on 2/9. The meter is not claned accoridng to MFR's recommendations, alcohol is used to clean the meter optics. The operator's manual states that alcohol will damage the meter. Calibration status is unk at this time, no quality control supplies are available.